Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au480 clinical chemistry analyzer. The fse reviewed history and noticed the reference electrode was the original. The fse replaced the sample probe and the ref electrode which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced parts or a combination thereof is the likely cause of this event. The fse performed precision testing successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous low patient results generated for ise (ion selective electrode) na (sodium), potassium (k), and cl (chloride) involving their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.